Event description:
The customer reported that the spo2 parameter would show a saturation reading when a sensor is connected to the mms, but not applied to a pt. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the spo2 parameter would show a desaturation reading when a sensor is connected to the mms, but not applied to a pt. No pt harm was reported. Note that the reported false value would have triggered a desaturation alarm to alert the clinicians, so it would not pose a health risk. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.